Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right atrial unable to pace at high outputs. Lead dislodgement was suspected and confirmed by chest x-ray. The patient was in stable condition and was referred for follow up. However, no further interventions have been reported.